Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 23july2019. Technical support assisted the customer remotely. Technical support informed the customer to swap the user interface (ui) assembly for troubleshooting. Multiple attempts were made to follow-up with the customer to obtain repair information; however, there was no response. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the unit turns on by itself. There was no patient involvement.